Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that stress from use, external factors, or handling. However, a definitive root cause could not be determined. Inspection method for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection¿ . Section 3.3 ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: bending section cover was scratched, insertion pipe had discoloration, grip was not secured, due to damage on forceps elevator lever, bending section could be fixed firmly, due to damage on circuit board unit, a noise image occurs, due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured, video connector and the video connector case had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited objective lens, adhesive part peeling off. There was no report of patient involvement.